Manufacturer narrative:
Boston scientific received information that this was extracted for a unknown reason. No adverse patient effects were reported.

Event description:
Boston scientific received information that this was extracted for a unknown reason. No adverse patient effects were reported.

Manufacturer narrative:
Lead bifurcated terminal leg only returned. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the returned segment was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis was unable to confirm reported clinical observation.

Event description:
Boston scientific received additional information that reported explant reason. This lead was explanted as it exhibited noise. No additional adverse patient effects were reported.